Event description:
Received from voice of customer survey (voc) that a peritoneal dialysis (pd) catheter became infected. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).